Event description:
It was reported that the physician attempted to connect the 8578 sutureless connector to the pump twice resulting in the connector falling off at each attempt. A small crack at the top of the connector was then noted by the physician. The physician elected to use a different connector. There was no patient injury as this was an out of box failure. The connector was sent back to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis revealed a pump connector anomaly in which there was initially a slight crack that was seen on the lip of the white silicone boot of the connector. It was noted that further testing caused the crack to increase in size, although additionally functionality of the connector remained viable.